Manufacturer narrative:
(B)(4).

Event description:
(B)(6) 2007: original surgery -acl reconstruction; (B)(6) 2007: mild anterior knee pain, a little bit of pain over the incision site. (B)(6) 2007: swelling proximal tibia 1-2 months, proximal tibial pain. (B)(6) 2008: screw removal, bone grafting of the tibia tunnel. (B)(6) 2010: MRI indicates the graft within tibial tunnel is attenuated and absent in its most distal portion and there is likely a fragment portion of the graft outside the tibia.